Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second clip delivery system (80418u196) referenced is filed under a separate medwatch report number.

Event description:
This is filed to report that the clip (80515u107) opened while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The clip delivery system (cds 80515u107) was advanced to the mitral valve. While establishing final arm angle, the clip opened while locked. Three attempts were made, but were unsuccessful; therefore, the cds was removed and replaced. The next cds (80418u196) was advanced to the mitral valve and the clip was deployed on the leaflets successfully. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. Two additional clips were used to stabilize the slda clip. Three clips were implanted, reducing the mr to 2. No additional information was provided.

Manufacturer narrative:
(B)(4). All available information was investigated and the reported mechanical issue was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and the reported mechanical issue appears to be due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.